Event description:
Information was received that reported a patient had been hospitalized in 2005 due to diabetic ketoacidosis. Per the reporter the patient had the flu which she believes led to dka. The reporter stated that after the patient became symptomatic she gave her an injection of insulin which did not give any therapeutic benefit; the patient also has a significantly increased white blood count which leads the reporter to believe that the dka is not the fault of the device. The patient's md thinks that the pump may be the problem and insists that the reporter request a replacement. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, as of the time of this report the device had not been returned.